Event description:
It was reported that on (B)(6) 2013, customer received a call during a witnessed cardiac arrest that occurred by an industrial office. The patient was down for approximately 8 to 10 minutes. Bystander CPR was performed and an AED (automated external defibrillator) was applied. Complainant alleged that during use on the 300ib plus patient, the autopulse resuscitation system operated for about 10 minutes, then exhibited a user advisory 19 (max applied load exceeded) message on the lcd display. Customer placed another battery into the platform; however, this only performed compressions for approximately 4 to 5 minutes. Then the autopulse displayed multiple user advisory messages such as: ua 19, ua 20 (position out of range), ua 09 (discrepancy between software and hardware load plate too large), ua 16 (timeout moving to take-up position), etc. Customer was not sure of all the error messages seen. During battery exchange, manual CPR was performed for 30 seconds. The autopulse stopped working and manual CPR was performed for the remainder of the call which was approximately 8 minutes. Hospital was located about 10 minutes from where the incident occurred. Manual CPR was performed for approximately 15 minutes after arrival at the emergency room and patient was placed on a ventilator and administered a round of epinephrine. Return of spontaneous circulation (rosc) was never achieved. The patient was pronounced dead at the emergency room by the treating physician. The primary cause of cardiac arrest is unknown. It is unknown if an autopsy was performed. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR reports: 3003793491-2013-01004 for autopulse resuscitation system with s/n (B)(4), 3003793491-2013-01013 for autopulse nimh battery with s/n (B)(4), 3003793491-2013-01014 for autopulse nimh battery with s/n (B)(4).

Manufacturer narrative:
Nimh battery s/n (B)(4) was returned to zoll for investigation. The battery was placed in the battery tester, and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 785.4w. The battery was then fully charged and test cycled, then re-tested with the battery tester, where the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 1155.5w. The expected service life of the autopulse battery is 100 charge cycles or 2 to 4 years depending on battery maintenance and usage patterns. An investigation conducted using the battery's serial number, found that the battery was within its expected life span of 2-4 years and the battery appears to have been properly maintained as 18 charge/test cycles had been completed, and 16 charge/test cycles were expected. Per the autopulse power system user guide (pn: 12457-001), "charged autopulse nimh batteries left for an extended period in the autopulse or as a spare may not have sufficient capacity to operate effectively." The user guide warns: "always charge a stored battery before placing the battery in active operation. Battery may self-discharge when not in use. Failure to charge a battery before use may cause device power failure. In no case should any battery be used if it has not been charged within 2 days." In addition, "autopulse batteries that are not fully charged (battery status led is yellow/amber or there are less than four bars on the autopulse user control panel), will result in shorter autopulse run times."